Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted. On (B)(6) 2018, the patient presented with high gradient. In (B)(6) 2018, the valve was explanted. Additional information has been requested.

Manufacturer narrative:
An event of high gradient was reported. All three leaflets contained calcifications and were limited in mobility. Leaflets 1 and 2 were torn from stent post 1 associated with calcified nodules. All three leaflets contained fibrous pannus ingrowth on their inflow and outflow surfaces. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the calcification could not be conclusively determined; however, calcification is a known event associated with tissue heart valves.